Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. During an interventional patient procedure, the unit locked up and no radiation exposure was possible. This malfunction resulted in a long-term delay. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported issue was performed by our experts. However, despite several attempts to collect the requested information, no data or details were provided from the customer site. Based on the information available, no conclusive root cause could be determined. The system was restarted twice, and the issue was resolved.